Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse performed a total service call on the advia centaur cp s/n (B)(4). The cse inspected the wash station, acid and base dispensing, reagent and sample syringes. The cse aligned the reagent probe to the reagent compartment as the probe was not piercing the reagent pack in the center. A precision run using a patient sample was performed and the result was acceptable. A precision using quality control was performed and was acceptable. The cause for the discordant advia centaur cp tni-ultra results is unknown. The cse needed to realign the reagent probe to the reagent compartment as the probe was not piercing the reagent pack in the center. This should not cause erroneously elevated result that was observed. The stat spin protocol was utilized to handle the sample. Preanalytical factors cannot be ruled out. Preanalytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the false results, preanalytic factors can not be ruled out leading to fibrin interference as the causative agent. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
A false high advia centaur cp troponin ultra (tni-ultra) result was obtained for a patient sample. The high result was reported to the physician. The patient sample was repeated on the alternate advia centaur cp system and the result was negative. The patient sample was repeated on the first advia centaur cp system and the result was negative. A corrected report was issued. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant troponin ultra (tni-ultra) result.